Event description:
Patient had a pain pump placed at another hospital. Patient presented for a pain pump revision where it was noted that the pain pump had stopped working 4 months prior to its expiration date. Pump was replaced. Medtronic representative was present for replacement and requested the failed pump so that medtronic could study it.